Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver failed to charge and boot up. The receiver case was opened for internal visual inspection and it failed. An activated moisture detection sticker was observed. Through troubleshooting it was determined that u6 is bad. The data log could not be retrieved and the receiver functional testing was attempted but could not be performed. The reported event that the receiver ceased to function was confirmed during interior inspection. The root cause was determined to be moisture damage.